Event description:
It was reported that the programmer radio frequency (rf) head was not communicating, and interrogation of a pacemaker was not possible. A different programmer was used to interrogate the pacemaker. There were no patient complications as a result of this event. The rf head was returned for repair.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found that the radiofrequency (rf) head would not communicate with a device and the uplink tests failed. The cable was out of specification electrically. It was also noted that the label backing was missing.